Manufacturer narrative:
Investigation in process.

Event description:
Event detail: it was reported that the patient received a tha on (B) (6) 2010. The patient experienced a dislocation of the joint and underwent a closed reduction to correct the condition on (B) (6). The surgeon is recommending that the patient use a protective brace. Device remains implanted.